Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned for additional evaluation and investigation. As additional investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Patient's parent contacted flowonix to request assistance in finding a neurosurgeon that could explant the patient's pump. The reporter stated that the pump was implanted over two years ago, and since then, three revision surgeries have been performed due to the pump "leaking into [the patient's] body". A fourth revision surgery was reportedly required but could not be executed due to an infection at the surgical site. Specific details and revision dates were not provided. The reporter alleged that the patient is in extreme pain, can't walk, and is in the emergency room very often due to this issue. Additional communication confirmed that the patient's pump had reportedly been without medication for a period of time and the patient is no longer in contact with their managing physician. Flowonix provided physician contacts in the patient's area and recommended that the they reach out to these physicians.